Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). This report is being relayed to correct an omission in the previous report MFR. The following sections have been corrected: a2: age and date of birth. D1: brand name. D4: catalog number. G5: PMA/510(k) number. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported fractured dental implant was not returned. Since products have not been returned, visual/functional evaluation could not be performed. Pre-existing conditions were noted on the per (bruxism) that could cause or contribute to the reported event. The reported devices were located on tooth # 12 and was used for approximately 11 years. Inflammation and pain were reported as patient impacts. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item # tsv4b11 dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/ CAPA/ hhe/ d/ie / product holds for the reported device related to the reported event. Complainant reported implant fracture. The product was not returned and the reported complaint could not be verified due to the lack of definitive evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: h6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number not available. Not returned to manufacturer.

Event description:
It was reported that the unknown zimmer implant fractured. Doctor reported that the patient suffered inflammation and pain as a result of the event.